Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through additional follow-up communication, livanova (B)(4) learned that the facility positions the devices outside of the operation theater during use. The device was returned and visual inspection identified residues and deposits in various colors and forms. Deep disinfection was performed with a final result of 0 cfu/ml. The unit was returned to the customer. Based on the results of the visual inspection, livanova (B)(4) believes the cause of the bacterial contamination is most likely incorrectly carrying out the cleaning procedure outlined in the instructions for use (IFU). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A field safety notice was sent out in june 2015 to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current IFU.

Manufacturer narrative:
There is no known patient involvement. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication, sorin group (B)(4) learned that the customer performs disinfection cycles on the device per the manual. The customer plans to return the device to sorin group deutschland for deep disinfection. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacterium chimaera during maintenance. There is no known patient involvement.